Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop event due to a driveline disconnect. The controller event log file captured the reported controller exchange on 23nov2025 when the driveline was disconnected. At 16:18:05 on 23nov2025, the driveline was disconnected, resulting in a pump stop. The driveline was reconnected at 16:31:40 on 23nov2025. The left ventricular assist device (lvad) event log file captured 2 pump reset events on 23nov2025 consistent with the driveline being disconnected and reconnected to the primary system controller as seen in the controller event log file. The log file date and time were corrupted during these events. The first pump reset captured appears consistent with the pump being connected to the backup system controller. The pump resumed operation for approximately 8 minutes per the timestamps, before a second reset occurred. The second reset was captured at 16:31:41 on 23nov2025, consistent with the reconnection of the driveline back to the primary controller observed in the system controller event log file. There were no other notable events captured, and the pump appears to have operated as intended while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 2, entitled "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook section 2, entitled ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. The patient handbook section 5 and the IFU section 7, both entitled "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the left ventricular assist device (lvad) log files revealed the backup controller was briefly used to support the lvad before the patient switched back to their primary controller, (B)(6). Additional information indicated there were no problems with the backup system controller.

Event description:
It was later reported that the patient experienced no adverse impact due to the pump being off.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient disconnected their driveline to exchange their system controller. There was no reason for the patient to change their system controller, and they were educated on not to do this in the future by clinicians. The periodic log file was submitted for review. Technical services was unable to see the exchange due to the event log files not being submitted for review. The periodic log file was noted to be unremarkable. The event log files were then submitted for review and captured the driveline disconnection on 23nov2025 at 16:18:05. The driveline was reconnected on (B)(6) 2025 at 16:31:40. A few seconds later at 16:31:43 the pump was running at the set speed. The total pump off time was 13 minutes and 39 seconds. It was noted that there were no alarms prior to the driveline disconnect.